Manufacturer narrative:
Additional information revealed that approximately 64 days post implant of the sapien 3 valve, the valve was explanted and a surgical valve was implanted.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was provided. Serial number and expiration date and manufacture date the patient had infection with fever. Antibiotics were administered and the event was resolved. The endocarditis was not confirmed, it was an abscess at the right aortic valve replacement. No bacteria was found in the blood. An echo (tee) noted a 37mm wide hematoma. Of last communication, the patient is still hospitalized.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source or cause of the endocarditis is unknown as information was requested but not forthcoming. There was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a european clinical study, approximately forty-three days post implant of a 26mm sapien 3 valve in the aortic position, there was a suspicion of endocarditis by staphylococcus aureus sepsis. The patient was treated medically and the event is ongoing.